Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of an inferior vena cava (ivc) filter with a preoperative diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe). During implantation of the filter via the right femoral vein, the trapease filter was deployed at the l3-l4 under fluoroscopic guidance. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Post filter placement venography shows the trapease filter well deployed at the l3-l4. According to the information received in the patient profile from (ppf), approximately on or about nine years and ten months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient states to live with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient also states to live with the fear that their filter has tilted within their vena cava and perforated outside of it. Correction data: g1 MDR reporting contact name and address additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation. There is currently no additional information available for review. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
An amended patient profile form (ppf) was received which states that in addition to the previously reported events, the patient also experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of these reported events approximately twelve years and seven months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the approximately nine years and ten months post implant of the filter the patient became aware of the filter titling and perforation od the filter struts outside of the inferior vena cava (ivc) wall. The patient reports having anxiety and fear relating to the filter. According to the medical records the patient had a history of deep vein thrombosis and pulmonary embolism. The filter was placed via the right femoral vein and deployed as the level of l3-l4 under fluoroscopic guidance. The patient reportedly tolerated the procedure well. The patient subsequently reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately twelve years and seven months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the device and/or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the approximately nine years and ten months post implant of the filter the patient became aware of the filter titling and perforation od the filter struts outside of the inferior vena cava (ivc) wall. The patient reports having anxiety and fear relating to the filter. According to the medical records the patient had a history of deep vein thrombosis and pulmonary embolism. The filter was placed via the right femoral vein and deployed as the level of l3-l4 under fluoroscopic guidance. The patient reportedly tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation.